Event description:
This is the first case of cerebral infarction in a procedure for atrial fibrillation using carto3 and pulseselect concomitantly. Due to hospital circumstances, detailed information including the date of the procedure and patient information cannot be confirmed. J&j ablation catheters were not used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).